Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose readings. Customer's blood glucose at the time of the incident was 887 mg/dl which was treated with insulin IV drip. The customer's weight was 162 lbs. The customer stated the issue that caused the high blood glucose reading was due to adhesive issues on the sets. The customer's symptoms were the high blood glucose reading and vomiting. Troubleshooting was performed and determined the cause was that the sets have no stickiness. The insulin sets will be replaced and returned for analysis.